Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p5k0926). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic anterior resection for a rectosigmoid junction tumor, at the start of the procedure and, when the user attempted to begin cutting tissue, the instrument did not fire. It was noted that the stapler did not cut or staple. The green safety button was able to be pressed and the handle was able to be squeezed. The device was replaced with a new handle and reload to complete the case. No patient complications have been reported as a result of this event.